Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 229 mg/dl while using the ilet pump, with no preceding meal, infusion set issues, alerts, or recent treatment for hypoglycemia; the user is new to the pump and was advised to delay breakfast until glucose returned to range. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention, and troubleshooting and education were completed. Investigation included user coaching on appropriate meal timing and system use. Investigation of this case revealed no device alarms or malfunctions and no identifiable device component issue, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.